Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they stopped using therapy about 6 months after implant because they didn't seem to need the therapy. Patient(pt) states even when stim was off it felt like stim was on. Pt is not sure if they used the handset to turn off stim. Pt did use the external devices yesterday and was able to adjust stim and then they plugged in the communicator to charge over night. Pt states this am when they tried to connect to the ins the handset was not able to find the communicator. Agent had pt plug in the communicator to charge. Pt states there is a green flashing light and after about 3 min the light stops and there are no lights. When the pt unplugs the communicator the battery indicator light is flashing yellow. Pt confirmed they are not using the charging cord that came with the communicator because they cant find it. Pt did have 2 cords plugged into the dual base. Agent reviewed to only have 1 cord plugged into the base this did not resolve the issue. Pt tried different cords, outlets, bases which did not resolve the issue. Agent sent request to repair to replace the communicator and the adaptor. Patient called and mentioned that they got the communicator and power cord. Patient mentioned that the old communicator already turned on and they were able to connect so they're sending the newly sent one back. Agent transferred patient to prs so they can be registered in the system.